Manufacturer narrative:
The facility found the limits switches were dirty. The facility cleaned the switches to repair the bed.

Event description:
Alleged the bed will not go into trendelenburg or reverse trendelenburg and it stops at both limits.